Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using a proglide device after a transcatheter aortic valve replacement procedure using a 6f sheath. Reportedly, the plunger was unable to be removed. Resistance was noted during removal of the device. The proglide device was pulled out against resistance with no device separations and no vessel damage. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code - against resistance.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the packaging was not returned. The device plunger was removed force. It should be noted that the electronic perclose proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unknown if the IFU violation contributed to the reported difficulties. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible a needle deflection occurred driving a needle into the foot or to the side of the cuff preventing the plunger from full compression against the handle. When this occurs, the needle can become wedged and or the needle shank bent inhibiting easy removal. Factors that may contribute to difficult to remove, include, but are not limited to a interaction with patient anatomy, tissue or suture caught in the foot. Based on the reported information, it is possible the issue was related to patient anatomical conditions; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.